Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 53 year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp smart assist. During support the patient developed an access site bleed. A blood transfusion was completed.